Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in office after receiving a shock. Upon interrogation it was noted that the device delivered an inappropriate anti tachycardia pacing and shock for supraventricular tachycardia. The patient was not reported to be symptomatic. Programming changes were made. The patient was in stable condition.